Event description:
It was reported per field service report: pump was on pt: symptom - system error 7 with screen going black. Replaced with another autocat. Findings/actions taken: display power on, no errors, but screen intermittent broken and slow to power on. Replaced display head and display head cable.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.